Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt268 circuit was received at fisher & paykel healthcare (B)(4) for investigation. The breathing circuit was visually inspected and pressure tested to check for performance. Results: visual inspection revealed that the swivel wye was cracked along one of the swivel wye ports. The pressure test revealed that the circuit was leaking and out of specification. Conclusion: we are unable to determine what may have caused the crack in the swivel wye of the breathing circuit. All rt268 breathing circuits and swivel assemblies are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer noted that the affected breathing circuit was used for "a few days", which suggests that the affected circuit became damaged after it was released for distribution. Our user instructions that accompany the rt268 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that a leak was found on the swivel wye of an rt268 infant dual heated evaqua2 breathing circuit when checked during use on a patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is (B)(6). The complaint rt268 circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a leak was found on the swivel wye of an rt268 infant dual heated evaqua2 breathing circuit when checked during use on a patient. There was no patient consequence.